Event description:
Boston scientific received information that this left ventricular (lv) lead was cut during surgery for valve replacement. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The reported allegation was confirmed. Abrasion was noted from the terminal end & does not appear to have contacted the inner conductors within lead.

Event description:
Boston scientific received information that this left ventricular (lv) lead was cut during surgery for valve replacement. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.